Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient recovered without sequela.

Event description:
It was reported, the device was explanted and was returned. It was later reported that the intervention was ¿no action taken¿ and the outcome was ongoing with no further action needed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter reveals no significant anomaly; catheter incomplete, returned in segments; acceptable testing. (B)(4).

Event description:
It was reported that the patient was getting no pain relief and was experiencing numbness in the left lower extremity when he activated his personal therapy manager. Seven days later, using fluoroscopy, it was found that the catheter had migrated from the 5th thoracic vertebra to the 10th. The drugs used in this system were hydromorphone, clonidine, and bupivacaine.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.